Event description:
Implant placed 2/24/98. It failed to integrate and was removed 6/8/98. This is the 2nd attempt to place an implant in the same area. Enough healing time was allowed prior to 2nd attempt. One person affected.